Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. The lesion was predilated using a 2.0x15mm non bsc balloon catheter and a 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated for 8 seconds however it ruptured at 20 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. There was a pinhole in the balloon material 13mm from the tip of the device. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. The lesion was predilated using a 2.0x15mm non bsc balloon catheter and a 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated for 8 seconds however it ruptured at 20 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.